Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented to the ER with a heart rate of 35. Loss of capture and dislodgement were discovered. Lead was explanted and replaced. Should additional information be received, this file will be updated.